Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 22.0 diopter intraocular lens (iol) was implanted in the patient's operative eye, (B)(6) 2017. It was later explanted on (B)(6) 2018, because the patient complained of foggy vision from day one after surgery, with chronic night glare, and smokey vision. Reportedly, the patient never had a better visual acuity than 20/30 and had a yttrium-aluminum garnet (yag) capsulotomy and a photorefractive keratectomy (prk) performed. Anatomically, everything looked just fine. The replacement lens was a non-amo lens. There was a vitrectomy performed as well. No additional information was provided.

Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.